Event description:
It was reported that a bd precisionglide¿ needle was received with an extra metal part. "The needle came with 2 needles crossed."

Manufacturer narrative:
Investigation: one sample was received for evaluation. It came in the packaging blister. It has the plastic shield. The plastic hub has two needles assembled to it therefore failure mode is verified. A mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide needle was received with an extra metal part. "The needle came with 2 needles crossed."